Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, symptomatic patient 1 sample was collected and transported to the lab at room temperature. Sample was vortexed briefly before testing on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a negative; flu b negative. Rsv was accidentally not selected when test was being started. Tech noticed this upon test's conclusion and immediately repeated the test. This initial result was not reported to the physician. Patient 1 retest 1: on (B)(6) 2022, patient 1's sample was retested on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was stored at room temperature between tests. This result was reported to the physician. The patient was discharged from the ER upon this report. Customer follows pi, except that they vortex samples briefly before testing. No known deterioration in patient health as a result of this issue at this time. This case involves a specimen that tested positive for sarscov2 by xpert xpress cov-2/flu/rsv plus test. Cycle threshold values consistent with low level of target near level of detection with normal curve. The test was repeated in different adf, and all targets were negative. All normal appearing curves. No evidence of product malfunction. No known impact to person tested. The likely root cause is target/s near limit of detection or near cut-off. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, symptomatic patient 1 sample was collected and transported to the lab at room temperature. Sample was vortexed briefly before testing on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a negative; flu b negative. Rsv was accidentally not selected when test was being started. Tech noticed this upon test's conclusion and immediately repeated the test. This initial result was not reported to the physician. Patient 1 retest 1: on (B)(6) 2022, patient 1's sample was retested on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was stored at room temperature between tests. This result was reported to the physician. The patient was discharged from the ER upon this report. Customer follows pi, except that they vortex samples briefly before testing. No known deterioration in patient health as a result of this issue at this time.